Event description:
Customer reported a malfunction with their pump, identified by a malfunction code, which occurred without any notable prior events. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by instructing the customer on how to reset the pump, and after the reset, the malfunction did not recur. Customer was advised to continue using the pump and to contact support if any further issues arose, which the customer acknowledged and understood.